Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure in order to treat total vaginal prolapse and stress urinary incontinence and mesh was implanted. It was reported that following insertion of the mesh, the patient experienced pain, erosion, extrusion, infection, urinary problems, bleeding, recurrence, dyspareunia, neuromuscular problems and vaginal scarring. It was reported that the patient experienced vaginal erosion and underwent excision of mesh and vagina mucosa repair on (B)(6) 2007. The patient also underwent excision of anterior mesh due to anterior vaginal mesh exposure on (B)(6) 2013. No additional information was provided. (B)(4). This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-06357. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-06357. The same patient is represented in each medwatch.

Manufacturer narrative:
Additional narrative: it was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted concurrently with anterior/posterior repair, enterocele repair, and sacrospinous ligament fixation. It was reported that the patient underwent complete anterior vaginal mesh excision, cystourethroscopy, and suprapubic tube placement on (B)(6) 2013 due to anterior vaginal mesh erosion, dyspareunia and pelvic pain, and anticipated temporary voiding dysfunction. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure in order to treat stress urinary incontinence, cystocele, rectocele, enterocele, and ssls repair and mesh was implanted. It was reported that the patient underwent mesh excision and repair of vaginal mucosa on (B)(6) 2007 due to spotting from vagina, vaginal mucosa defect showing mesh, and vaginal erosion. (B)(4).